Manufacturer narrative:
It was reported that the device shutdown when changing 3d reference and then the patient folder was not retrievable. A DHR review and a complaint history review were performed and did not identify any contributory factors to the event. Analysis of data logs did not allow to determine the root cause of the crash. Finally the patient folder was not retrievable because when crash occurred the patient folder crc code had changed and no 3d reference exam was set. This is a normal behavior of the device.

Event description:
The surgeon had planned 1 trajectory for this ablation case. The surgeon placed the bone fiducials on the patient and a CT image was acquired. The surgeon was on the planning tab of rosa and placing the marker points for the fiducials when an error screen popped up and the rosa proceeded to shut down. The field service engineer booted the rosa back up and then try to open up the study again. However, the patient folder was no longer there. The surgeon and the both saved the study on separate occasions before this shutdown error occurred. The result of this problem resulted in delaying the case for approximately 25 minutes as the surgeon had to do the trajectory planning over again.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.  UDI# : (B)(4).

Event description:
The surgeon had planned 1 trajectory for this ablation case. The surgeon placed the bone fiducials on the patient and a CT image was acquired. The surgeon was on the planning tab of rosa and placing the marker points for the fiducials when an error screen popped up and the rosa proceeded to shut down. The field service engineer booted the rosa back up and then try to open up the study again. However, the patient folder was no longer there. The surgeon and the both saved the study on separate occasions before this shutdown error occurred. The result of this problem resulted in delaying the case for approximately 25 minutes as the surgeon had to do the trajectory planning over again.